Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that post implant a chest x-ray confirmed that this right atrial lead had dislodged. Normal sensing was seen on the atrial lead but loss of capture was noted. The device was reprogrammed to use only atrial sensing. No adverse patient effects were reported. This lead remains implanted.